Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided.

Event description:
It was reported fracture of implant collar at tooth site 15 and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) cm3113, (eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length) for evaluation. Visual evaluation of the as returned devices identified the implant with signs of use, apparent dried blood on its external threads and was attached to an irt tool. The irt tool did not disengage/release from the implant during a functional test, and the implant was observed fractured at the collar region. DHR review was completed for the subject lot number 63563057. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63563057 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release & fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, and incorrect techniques used. Therefore, based on the available information, and functional testing the devices malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.